Event description:
Customer reports to have experienced keypad anomaly. Customer reports to have first received a low battery alarm and low reservoir alarm, then buttons on keypad became unresponsive. Customer's blood glucose was 90 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no escape and act button response due to corroded keypad traces. Unable to verify for low reservoir alarm and low battery alarm due to no escape and act button response. The insulin pump has minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.